Event description:
It was reported during remote follow-up, premature battery depletion was noted on the patient's insertable cardiac monitor (icm). No intervention was performed, and the patient's condition was not known.